Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned products noted: that the valve seal and doors appeared intact. The dissector balloon was broken. The insufflation bulb was not received. The obturator was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, on 31 august 2017. The dissecting balloon was being used to dissect the working plane during a tep procedure. Balloon burst but all components have been removed as per hcp response. A new balloon was used to complete the case.

Event description:
According to the reporter, during a unilateral hernia procedure, as the balloon was being inflated, it fell apart. All pieces were retrieved intra-operatively. No patient injury.